Event description:
The event description according to the customer is as follows: while on a patient the machine was programmed at 360 ml and it was giving small breaths and reading 80-100 ml. The patient was not ventilating well. Per provider there wasn't any resistance when bagging the patient. This has happened on multiple patients but also worked with other patients.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.